Event description:
Customer reported the system takes a long time to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a cut power supply cable. System operates as intended.